Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash under the device. There was no alleged device malfunction. The patient thought that he may have an allergy. The patient's doctor advised the patient to place lotion on the affected area. The patient's medical condition is unknown as follow up attempts were unsuccessful.